Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein one of the lead was explanted and replaced. Effective therapy was restored post operatively. It¿s unknown which lead was explanted, and both are being reported

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-04899. It was reported that patient experienced uncomfortable stimulation due to lead migration. Surgical intervention may take place to address the issue.